Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator was not illuminated or flashing and the device was emitting the "device service required" warning prompt. A device emitting this warning message has identified a fault with the device and if left undetected could result in the failure of the device to deliver therapy if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2009 and operated successfully until a failed self test on (B)(6) 2011 due to a low battery. The problem with the device was attributed to a fault in the membrane. The user was alerted to the fault but the red status led flashing and a beep. Although no fault was found the low warning message was delivered because the pad-pak was depleted to the point where it triggered the battery management system in the device. The batteries can be depleted by a variety of conditions including the storage location of the device, age of battery pack and level of manual intervention. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.